Event description:
Boston scientific crm received information that during a normal patient follow up, this cardiac resynchronization therapy defibrillator (crt-d) recorded increased pacing impedances and thresholds for both the left ventricular and right atrial leads since november. This device is implanted under the pectoral muscle. A save to disk was performed and sent to boston scientific technical services (ts) for evaluation. The left ventricular lead is a competitor's product. A ts representative reviewed the data and confirmed that since implant, the atrial pacing impedances have fluctuated from 400 to 1800 ohms while the left ventricular pacing impedances were between 800-2000 ohms. The electrocardiograms were evaluated and there was no noise present. In addition, it was also noted that there was occasional t-wave oversensing observed on the ventricular channel in the electrocardiograms but it not compromise pacing therapy. Isometric testing and pocket manipulation was performed and no noise was observed. It was discussed that the variability in impedances and thresholds were indicative of a possible suboptimal connection. At a later date, it was reported that a red alert was issued through latitude due to a shock impedance measurement above 125 ohms detected on the associated right ventricular defibrillation lead. A ts representative reviewed the alert and discussed that the shock impedance measurements since implant have varied between 60-88 ohms. The electrocardiograms were reviewed and no noise or oversensing was observed. No adverse patient effects were reported. Commanded shock testing was performed and the shock impedance measurement was above 125 ohms, indicating an open circuit condition. A revision was performed and this crt-d was successfully replaced and returned for immediate laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed that the header was loose. The memory was reviewed and it was confirmed there were open shock impedance measurements recorded. It was also noted that the ra and lv impedances were variable since implant. The setscrews and seal plugs were microscopically analyzed and no anomalies were found. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately on all three channels. In order to determine the root cause for the open shock impedance measurements, x-rays were taken of the header and revealed that the distal defibrillation coil (df-) header wire was fractured. All other header wires were found to be intact. Laboratory analysis confirmed the field observations of out of range shock impedances were a result of the df- header wire being fractured. However, analysis could not confirm the varying ra and lv pacing impedances observed while the device was implanted. The pacing and sensing functions of this crt-d during testing met all specifications and were operating appropriately.